Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they hadn't had any problems with the implant, but on friday night they went to charge the implanted neurostimulator and the implant wouldn't charge at all. Patient said the controller battery kept going down, and they would only see recharging on the screen with no quality. Patient said when they plugged the controller into the ac power supply, there was no green light blinking and controller wouldn't charge. Patient inspected controller port and battery compartment, but did not see any damage. Patient blew air into controller port. Patient plugged controller in to ac power without li battery and reported the screen turned on. Patient then reinserted li battery, and confirmed the green light was blinking on the controller. Patient unlocked controller and reported controller battery was charging at 20% and implant was at 30%. Agent reviewed to leave controller charging and then try to charge the implant. The troubleshooting steps that were taken on the call resolved the issue. Patient called back and repeated previously documented information. Patient called and stated they still could not get the implant to charge. Patient then reported the black plastic piece on the paddle started making a noise and the wire from the rubber plate became hot. Patient noticed the cord was frayed with a visible slice. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.